Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that a patient had uncomfortable stimulation in their back at the lead location. Fluid had gotten into the header block. Information regarding the patient, device, and outcome remain unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.